Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. Dislodgment was suspected. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.